Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient that had a known kink on their outflow graft. There were no unusual events recorded in the log file event history. It was noted that the event file was mostly filled with pulsatility index (pi) events. The mechanical circulatory support (mcs) equipment was operating as intended. The pump parameters did not appear to be affected by the known outflow graft kink at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation, and a specific cause for the reported kink could not be conclusively determined. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, ¿surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.